Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up. Far r oversensing was observed on automatic mode switch stored egms. The patient was asymptomatic during the episodes. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.